Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip (side not reported) was revised due to pain.

Manufacturer narrative:
An event regarding a revision due to pain & loosening involving an unknown shell was reported. The event was confirmed through medical review. Method & results: -product evaluation and results: a material, visual, functional and dimensional inspection could not be performed as the device was not returned. -clinician review: a review of the medical records by a clinical consultant indicated: "the operative report notes, ¿acetabulum ¿ did show some loosening ¿ removed fibrous tissue and cup without complication"...the second revision for alleged fibrous fixation of the acetabular component resulted in a larger tritanium component placed in dense acetabular bone... There is no examination of explanted components to determine if material or manufacturing issues resulted in the described incidents. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for these clinical events." -product history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient's right hip failed total hip athroplasty secondary to mechanical loosening of the acetabular component. A review of the medical records by a clinical consultant indicated that operative report notes acetabulum did show loosening and removed fibrous tissue and cup without complication. This revision resulted in a larger tritanium component placed in dense acetabular bone. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for these clinical events. The root cause could not be determined because the insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's hip (side not reported) was revised due to pain. Update: per revision operative report: "right hip failed total hip athroplasty secondary to mechanical loosening of the acetabular component. Revision total hip arthroplasty with acetabulum and also femoral head".